Manufacturer narrative:
An event of aortic insufficiency was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted. In 2018, the patient presented with systems consistent with aortic insufficiency. Imaging identified severe aortic insufficiency was identified at the lcc. The patient returned to the hospital on (B)(6) 2019, and a tavi was performed with a 26mm edwards sapien valve. Post tavi in a surgical valve procedure, the patient developed atrial fibrillation and electrical cardioversion was performed; however, sinus rhythm was not restored. After the implant of the sapien in the trifecta, at an unreported later date it is reported a permanent pacemaker was implanted. While the patient was recovering from the (B)(6) 2019 procedure, continuous anticoagulation therapy with fondaparinux and clopidogrel were prescribed. It is reported the chronic anticoagulation led to massive cranial bleeding with upper constriction. On (B)(6) 2019, the patient expired.